Event description:
The patient reportedly experienced sound quality issues. External equipment was exchanged; however, this did not resolve the issue. Device testing revealed that the device is not functioning within specifications. Surgery to explant the patient's device has been scheduled.